Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report clip open establishing final arm angel/efaa and recurrent mitral regurgitation it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. On (B)(6) 2022, the clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, during the pre-deployment sequence, the clip opened while locked when establishing final arm angel/efaa. The efaa steps were performed a second time, but failed. Troubleshooting was performed, and the efaa passed. The procedure continued and the clip was successfully deployed. One clip was implanted, reducing mr to 1-2. On (B)(6) 2022, imaging confirmed that the clip remains stable on both leaflets. However, an mr jet appeared on the medial side of the clip, increasing mr to 3. The patient is stable and will be discharged as planned. A 30 day follow up was scheduled to monitor the patient's condition. Additional treatment was not performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle (efaa) and recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.